Event description:
Home patient reports a 2240 alarm during treatment with the homechoice machine during drain 2/5. The patient found that patient's pet cat had chewed a hole in the patient line of patient's homechoice set causing the air detect alarm. The patient discontinued treatment and reported the incident to the nurse. The patient was treated with prophylactic antibiotics with no resulting infection.